Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient reported to the surgeons office complaining of pain. Upon x-ray review, it was shown the unicompartmental knee had collapsed into valgus. During revision surgery, there was a large amount of metalosis on the femur and tibia.